Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 7 years post-implant, it was reported that the pt was at the hosp for a routine visit and a pump stoppage with alarms was seen in the pt's event history. The pt was hospitalized and x-rays of the driveline were performed. A kink in the driveline was observed. No additional alarms were seen; however, the pt had a pump exchange on (B)(6) 2014.

Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) cut at the pump end bend relief and the severed portion was returned. Examination of the severed portion of the lead found breakdown of the braided shield at the terminus of the connector bend relief and approximately 28.5" from the metal connector (approximately 8.5" from the pump housing). Electrical continuity testing of the lead found that the brown wire was an open circuit. Visual inspection of the wires found the brown wire was fractured 28.5" from the connector. The red and orange wires showed insulation breaches adjacent to the brown wire fracture. Breaches in the insulation of the yellow, red, orange, and brown wires were also observed adjacent to the terminus of the connector bend relief. The exposed conductors of the damaged wires would have allowed electrical shorts to occur while the system was operating on both the power module and batteries. These shorts would have resulted in the pump stoppages and elevated pump power and pi events that were observed in the patient¿s system controller event history. All of the observed wire damage appeared consistent with fatigue due to repetitive movement. The patient¿s system controller ((B)(4)) was returned and the evaluation of the internal printed circuit board (pcb) revealed damaged drive circuitry components on the main printed circuit board. The damaged components resulted in the system controller incorrectly calculating the pulsatility index and flow estimation values and the inability to properly operate the pump. The component damage within the drive circuitry and the data contained in the patient¿s event history indicate an over-current condition that can potentially occur from a damaged percutaneous lead. Two of the patient¿s battery clips (lot # 35018161111-a) were returned for evaluation. The evaluation of the returned clips revealed that the rubber o-rings on both battery clips¿ lemo connectors created a connection issue with system controller¿s power lead connectors. The o-rings had come out of their grooves in the threaded nut preventing the connection between the battery clip lemo connector and the system controller¿s power connector. The o-rings within the battery clips lemo connectors were slightly torn and frayed. The root cause of the damage to the o-rings could be related to wear and tear. The patient¿s 14 volt power module patient cable (lot # 35177070112) was also returned and the evaluation revealed o-ring damage inside the black power lemo connector. The o-ring within the black power connector was torn and frayed. The o-ring had come out of its groove preventing the connection between the patient cable and the system controller black power connectors. The analysis of the observed damage appeared to be mechanically induced; however, the analysis could not determine the exact mechanism that contributed to the damage. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.